Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1br8y, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the lead implant site opening up and bleeding had resolved. The site was well healed without signs of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1br8y serial# implanted: (B)(6) 2017. Explanted: product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that on saturday/sunday, the area where the lead was implanted opened up and was bleeding. The patient had been taking antibiotics all week (today was the last day of meds), and had seen their healthcare provider (hcp). The patient was told the site was healing well and was not infected. No further complications were reported/anticipated.